Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reported discovering a white residue of some kind on several of the ports coming out of the transfer set manifold. Customer stated that they did not like the look of the white substance and were reluctant to use the transfer set. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was provided for evaluation. Upon receipt of the sample, visual evaluation was conducted in accordance with the applicable specification, and no visual defects were identified. Based on visual findings, the sample was within internal specification; therefore, the reported defect was not confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.